Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 18ga x 10cm powerglide midline catheter. The insertion assembly was not returned. Light usage residues were observed. The catheter appeared unremarkable to gross inspection. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. Microscopic inspection of the sample did not reveal any leakage or evidence of leakage. No deficiencies were discovered during investigation of the returned sample. Consequently this complaint is unconfirmed at this time. Device not returned, at this time.

Event description:
It was reported the ultrasound showed a correctly placed powerglide in the vein but with a possible sign of thrombosis around the catheter. No aspiration was possible. The powerglide had been in place for 3 weeks, for antibiotic treatment. It was stated that fluid was running out from insertion site when flushing. It was reportedly difficult to see if the fluid is coming out through the insertion site or from the connection between catheter and hub. Powerglide was saponated and new one placed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported the ultrasound showed a correctly placed powerglide in the vein but with a possible sign of thrombosis around the catheter. No aspiration was possible. The powerglide had been in place for 3 weeks, for antibiotic treatment. It was stated that fluid was running out from insertion site when flushing. It was reportedly difficult to see if the fluid is coming out through the insertion site or from the connection between catheter and hub. Powerglide was "seponated" and new one placed. No patient injury was reported.